Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: that since on (B)(6), they have been unable to wear the second aligner due to pain from a broken tooth. The tooth is decayed beneath an old filling. I need two crowns on the back right molars on the upper side. On (B)(6) 2024, I cracked another tooth, which now requires a crown. The patient discovered this during their last dental appointment last week. There is no evidence of a letter of recommendation on file, no evidence of a preexisting condition, and no additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.